Event description:
It was reported that after the catheter was inserted, the clinician tried to aspirate the inside of the catheter with the syringe to confirm the catheter was in the epidural space. At that time, he felt the plunger of the syringe was pulling with more ease than usual but despite that, infused the medical solution into the catheter. A leak was then discovered approximately 45 cm from the catheter tip. As a result, the catheter was exchanged without difficulty or complications to the pt.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.